Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced physical separation of the screen bezel while still operating, and the user reported that blood glucose control was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included collection of user report and logistical assessment of the device return for evaluation. Investigation of this case revealed a hardware issue consistent with screen bezel separation of the display assembly, with continued device function reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or wear unrelated to software or control performance.